Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, and after checking the change history of parts for the reported event of ¿the image does not appear in combination with the 180 scope¿, it was determined that the likely cause of failure is due to the customer-owned device that came before the redesign. It was confirmed that the design of the dr board was changed on (B)(6) 2018. Countermeasure products were shipped after (B)(6) 2018 (pal specification) / after (B)(6) 2018 (ntsc specification). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image with the 180 scope due to defective dr board was noted. The probable cause of the defects is due to normal wear and tear or customer¿s handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii video system center does not recognize endoscopes 190. The event occurred during a colonoscopy procedure. During a standard service inspection of the customer returned device, printed circuit board failure was noted. This report is to capture the reportable malfunction found at inspection. The endoscope was successfully removed without injury to the patient and the procedure was rescheduled.